Event description:
It was reported that the pt developed a rash that worsened. The rash started out the size of the pump and then expanded in size around the pump site. The rash became darker and the itching worsened after the pump implant. The pt was treated with several "rounds of antibiotics and benadryl" which did not resolve the issue. The hcp questioned whether the issue was related to the "port or not". The pump was explanted. The pt outcome was stated as unk. The medication being delivered via the device system was not reported. The pt was seen in the office on (B) (6) 2010; was "much improved. His swelling and redness is resolved".

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.